Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B) (6) 2010, the lay user/reporter, the pt's wife, contacted lifescan (lfs) to report the one touch ultra 2 meter was giving inaccurately low readings. The sr. Medical surveillance specialist contacted the pt to obtain and verify info; however was unable to reach him by telephone. On march 5, 2010, the smss sent a letter requesting the pt contact medical surveillance. On (B) (6) 2010, the pt obtained the blood glucose reading of 201 mg/dl on the reported meter. Afterwards, the pt took his usual doses of medications. Six hrs later, on (B) (6) 2010 at 2:23 am, the pt experienced the symptoms of inability to talk or walk, sweating, being cold and incoherent. Emergency services were contacted. Paramedics arrived at 2:43 am and tested the pt's blood glucose level to be 36 mg/dl. The pt was treated intravenously with glucose. The pt manages his diabetes with novolog insulin 6 to 8 units on a sliding scale, and levemir insulin 10 to 12 units. It would have been helpful to determine the date and time of the 201 mg/dl, why the pt alleged this was an inaccurately low reading, the pt's expected readings, if the pt took any insulin based on the 201 mg/dl reading, if the pt's blood glucose level was tested using the reported meter while he was symptomatic, and if the pt received any treatment prior to the arrival of the paramedics. The meter, test strips and control solution were replaced. The pt allegedly suffered symptoms suggesting severe hypoglycemia after obtaining an elevated reading on the reported meter, and received emergency medical attention and treatment with glucose. Therefore this complaint is being reported.